Event description:
Remunity pump used for continuous remodulin therapy has a high failure rate, pump have needed replacement for a variety of reasons in a constant manner. Patient depend on the pump for life supporting medication that has a short half life, meaning when the pump is not working properly they have to seek emergent medical attention. Most hospital are not familiar with the therapy and they are of limited help, thus causing patient to have to travel farther for treatment. Stopping the medication suddenly could result in death. Patients are provided 2 pumps by the pharmacy, but often enough both pumps have problems at the same time, and require replacement.